Event description:
A nurse reported receiving a system message after the third case of the day. The nurse stated they tried multiple cassettes, but the system message would not clear. Four cases were subsequently canceled. One patient was in the room and another patient had been prepped at the time of this event. There were no patient injuries reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The fluidics controller pcb was replaced for diagnostic purposes. The system was then tested and met all product specifications. The replaced fluidics controller pcb will be returned for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).